Event description:
Health care professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: striated broken and opening on anterior, non-penetrating nicks and creases fold. Based on the device analysis the final assessment is: a striated opening and broken on anterior assessed as surgical damage. Additional, corrected and/or changed data.

Event description:
Health care professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.